Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 for reasons not reported. Additional information has been requested but has not been made available as of the date of this report, january 5, 2016. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted due to poor placement of the device, identified through imaging (date and type not reported). This report is filed july 27, 2016. The device remains unavailable.